Manufacturer narrative:
Date of event: estimated based on the aware date of 09mar2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted without issue. Post implant, the patient was put on lovenox and aspirin due to issues with noacs and warfarin with regard to bleeding. At the 45-day follow-up tee, clot was noted on the device. At this time, the patient was taken off of lovenox and placed on eliquis. A tee was scheduled for four weeks from that date to reassess the device. In that time, the patient developed a gi bleed because of the eliquis. They took the patient off of eliquis and the patient developed a deep vein thrombosis. When the patient returned for the 4-week evaluation tee, the clot on the device was gone. The patient was again placed on lovenox. The patient's condition right now was stable.